Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma, and inflammatory process of infectious origin.

Event description:
Healthcare professional reported left side capsular contracture (grade IV), "externally, skin changes, erythema type, redness, heat, pain, local swelling are observed", "inflammatory process of infectious origin such as superficial cellulitis", cystic appearing lesions, radial folds or wrinkles (lobulations), "periprosthetic collection in the upper external and internal quadrant...corresponds to peri-implant effusion of origin to seroma-type study type study, rule out infectious inflammatory process vs late foreign body reaction with presence of signs of inflammatory reaction in adjacent soft tissues", intense tenderness. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.